Event description:
It was discovered in a literature review by medtronic neurosurgery four pts that initial treated with the seps kit were readmitted for a second procedure. Two of the pts had recurrence symptoms of headaches, one had a recurrence symptom of slow cognition, and one had a recurrence symptom of lethargy. Two of pts were treated with a repeat seps procedure and the other two were treated with craniotomies.

Manufacturer narrative:
The report came from the literature article titled "evolving management of symptomatic chronic subdural hematoma: experience of a single institution and review of the literature" from neurological research vol. 35 no. 3 (2013) p.233-242. The article contained only limited and non-specific device info. Contact with the corresponding author has been unsuccessful in yielding add'l info. The events reported in the source literature could not be matched to info previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore, eval of the device performances were not possible. Reviews of the mfg records were not possible as lot numbers were not provided.